Manufacturer narrative:
This is one of two final MDR reports being submitted for this complaint with associated MFR# 1226348-2016-00146 and 3008264254-2016-00062. A non-sterile enterprise device was received in the pouch of original packaging inside of a plastic bag. The delivery wire was inspected and was found without any damage. The introducer tube was inspected and no damages were noted on it. However it was found to be saturated with dry blood. The stent and part of the delivery wire were inspected under vision system through the introducer tube; no damages were noted on the stent or the delivery wire but on them were noted residues of dry blood. The functional test could not be performed due to residues of dry blood inside the introducer tube and the delivery wire could not be advanced through of the prowler select plus microcatheter received under investigation (B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure of impediment of enterprise stent could not be evaluated due to residues of dry blood inside introducer tube. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. No corrective action will be taken at this time. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Manufacturer narrative:
This is one of two initial MDR report being submitted for this complaint with associated MFR# 1226348-2016-00146 and 3008264254-2016-00062. (B)(4). Concomitant medical products: microvention 8mm complex coil; pipeline flow diverter; prowler select plus microcatheter 5cm tip. The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during coiling of a 1.5 mm basilar tip aneurysm physician attempted to place one enterprise2 (enf403012/10582428) stent in the left posterior communicating artery. Physician positioned prowler select plus (606s255x/17435284) with 5cm tip into position and attempted to deploy the stent. Extreme resistance was encountered when attempting to push the stent out the distal end of the microcatheter. The entire system was removed and a new prowler select plus with 5cm tip and new enterpise 2 were placed. The second stent tracked and deployed without any issues or resistance. An adequate continuous flush was maintained through the catheter and there were no damages noted on the catheter or the stent prior to use. There were no serious injuries or medical interventions due to the reported event. The patient condition is reported to be stable and recovering, the patient's vessels were reported to be of medium tortuosity. Physician suspected either a kink in the microcatheter or issue with the stent. Both the enterprise 2 stent and the prowler select plus catheter is available for analysis.